Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that three harhd36 devices were received with damage to the sterile packaging. The sides were smashed in and it cracked the container that the device is in. There was no patient involvement.

Manufacturer narrative:
(B)(4).batch # p93f5y. Investigation summary the device was received in a plastic bag without the packaging tray or box. The device was in good physical condition. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.